Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following mesh insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that following insertion the patient experienced pain, erosion through the colon, urinary/bowel problems, organ perforation, fistulae, and recurrence. It was reported that the patient underwent a colonoscopy on (B)(6) 2012 which confirmed mesh erosion through the colon at 20 cm. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystocele repair, due to urinary incontinence with positive marshall-marchetti-krantz test. It was reported that the patient underwent lower anterior resection with excision of mesh growing into colon on (B)(6) 2012.